Event description:
The customer reported via phone call that their blood glucose would not decline. Customer's blood glucose was 461 mg/dl. The customer reported treating their blood glucose, but their blood glucose rose to 485 mg/dl after. The customer reported experiencing frequent urination, exhaustion and confusion due to their high blood glucose. Customer reported their drive support cap appeared to be normal. The customer was advised to monitor their blood glucose. Customer's blood glucose declined to 432 mg/dl at the end of the call. The customer declined to troubleshoot because they did not want to remove their infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.